Event description:
Complainant alleged that while attempting to monitor a pt, the device lost tracing of the ECG signal with electrodes. The user reportedly switched ECG leads and was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.